Event description:
Reporter noted corneal burns occurred at the edges of the incision in three cases. Two events occurred same day in 2000. Sutured wound to close.

Event description:
Additional information received from surgeon stated pt had small pupils due to posterior synechia. Prognosis reported as post-op astigmatism, and needs to wear corrective lenses.